Manufacturer narrative:
(B)(4). The device is en route to the MFR for inspection. The device is en route to fisher & paykel healthcare for analysis. We will provide a follow up report upon completion of our investigation.

Event description:
A hospital in (B)(6) reported via our distributor that an rt308 oxygen therapy heated line was open circuit. No pt consequence was reported.